Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-11580, 11582. On (B)(6) 2013, the pt underwent surgical intervention for an unk reason. During the procedure, the doctor bent the lead accessory while explanting one of the pt's leads. The replacement lead was unable to be advanced due to the pt's anatomy. As a result, the procedure was abandoned. The lead that was explanted and the lead that was unable to advance are being reported because it is unk which lead returned to sjm.

Manufacturer narrative:
Eval codes: results: visual inspection of the lead revealed two compression marks 15 and 20cm from the stimulation end. The returned lead accessory could not be fully inserted into returned lead due to being kinked. The lead body was also bent and kinked consistent with lead accessory. The lead appeared to be stressed as a result of the implantation procedure. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.